Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection and functional evaluation of the devices had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during sigmodeitecmia laparoscopic procedure, staples fell into the patient cavity .the laparoscopic surgery was converted to open surgery. It is indicated that the patient stayed for three more days in the hospital. Patient status: unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during sigmoidectomy laparoscopic procedure, staples fell into the patient cavity but were removed manually with a surgical clamp. There was no tissue loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.